Event description:
The pt reported that while priming the infusion set there is an uneven flow of insulin, sometimes slow, sometimes quick. The insulin delivery of the infusion device was questioned. The pt reported experiencing elevated blood glucose (value not provided) for a longer period of time and believes the uneven insulin flow may have led to hyperglycemia. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.